Event description:
A caller reported occlusion alarms occurred and caused the customer's blood glucose level to read "high." The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and resolved the issue by changing pump supplies.